Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, it was noted that the tip of the right ventricular (rv) lead was "open" resulting in placement difficulty, and low impedance was observed. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst noted the helix was received fully retracted. Helix bent and stretch, and the driveshaft lug being stuck on the retraction stop were observed. If information is provided in the future, a supplemental report will be issued.